Event description:
90 degree 22ga x 1 1/2 inch huber point needle apparently dislodged from the protective plastic covering and the needle therefore became exposed through the outside plastic packaging. Employee stuck with needle when picking up package. Another needle from the same lot, was also discovered to be easily dislodged from protective cover.